Event description:
Additional information received reported the patient had ¿additional problems¿ and both extensions were subsequently replaced on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had ¿incision wetness, itchy¿ as a result of surgery/anesthesia and the patient was instructed to wash with baby shampoo and warm water. Signs and symptoms included fluid from the surgery incision on the patient¿s head, wetness, and itchiness. Other interventions included acetaminophen-oxycodone, normal saline intravenous (IV), docusate, propranolol as needed, ondansetron IV, vancomycin, ceftazidine and metronidazole, hydralazine, and IV morphine. A peripherally inserted central catheter (PICC) line was placed and IV vancomycin was continued through (B)(6) 2013. An oral antibiotic was given the next three to six months prophylactically. The patient was hospitalized on (B)(6) 2012 and a computerized axial tomography (cat) scan of the head showed no evidence of infection and the x-ray was normal. Signs and symptoms included hardware showing on the top of the patient¿s head and the area ¿feels tight.¿ it was noted patient¿s glucose level was 112 mg/dl, bun was 7l, 133 u/l alkaline phosphatase, and 12.62 mg/l c-reactive protein. Bacteria and yeast were no growth. A computed tomography (CT) scan showed possible acute or chronic sinusitis and a chest x-ray demonstrated a 180 degree rotation of the generator. A skull x-ray was unchanged and no fracture. A culture showed coagulation negative staph and corynebacterium. The patient was discharged from the hospital on (B)(6) 2012 and the outcome was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), product type: extension. Product ID: 3387-40, lot# j0444061v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40. Lot# j0444061v. Implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40. Lot# j0444061v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0444061v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), explanted: (B)(6) 2012, product type: extension; product ID 3387-40, lot# j0444061v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0444061v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0444061v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0444061v, implanted: (B)(6) 2005, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 7482a51, serial# (B)(4), explanted: (B)(6) 2012, product type: extension. The device was used for an off label indication. The therapy the device was used for was epilepsy.